Manufacturer narrative:
Concomitant medical products: 5568 lead, implanted: (B)(6) 2008, 6947 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high threshold and was not capturing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.